Event description:
The user facility reported that the purge sidearm of the impella 5.5 leaked 24 days into support. Sodium bicarbonate was used in the purge solution throughout the duration of support. No further information was provided. There were no reports of harm to the patient.

Manufacturer narrative:
The investigation into the reported leaking purge sidearm was completed. The device was not returned for evaluation. It was determined that the cause of the purge leak was most likely due to sidearm yellow luer damage since sodium bicarbonate was used in the purge solution. The root cause of the purge leak was most likely sidearm yellow luer damage since sodium bicarbonate was used in the purge solution. This report is being filed as part of a retrospective review of historical records. The failure modes will be monitored and trended.